Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild calcification. The 3.0 x 12 nc trek was advanced to the lesion and inflated; however, the balloon ruptured during the first inflation of 6 atmospheres (atm). A non-abbott balloon was used for further dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.